Event description:
Complainant alleged that during the clinicians set up of the device for possible use on a pt, a "paddle fault" error message was observed on the defibrillator screen. There was no indication of any adverse effect to the pt as a result of the reported malfunction.